Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4)

Event description:
It was reported that after a myosure tissue removal procedure "excessive bleeding" was noted. After attempts to control the bleeding were made by the physician a hysterectomy was completed. The patient was discharged home that day.